Manufacturer narrative:
The handpiece has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a procedure, the physician used the handpiece when he noticed that a blue plastic material (sheath protective cover) appeared on the jaw and on the fallopian tube of the pt. The procedure was completed with the same device and without incident. No pt injury was reported. Olympus followed up with the user facility to obtain more detailed info and was informed that the procedure was a therapeutic laparoscopic hysterectomy. During the procedure, the blue plastic material fell out of the device and fell into the pt's uterus. The broken piece was retrieved. The source of the broken piece appeared to be part of the device.